Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2004. Concurrent conditions included obesity, right lower quadrant pain, pelvic mass, pelvic adhesions, uterus enlarged and endometriosis. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems/needs 2 root canals"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy robotic-assisted (uterus and cervix removed),bilateral salpingectomy laparoscopy and need 2 rooth canal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, alopecia, abdominal pain, weight decreased and weight increased had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received- event "injury" updated to "pain/pelvic pain", events-" abnormal bleeding (vaginal, menorrhagia), dental problems/need 2 root canals, dysmenorrhea (cramping), pain, weight gain, weight loss, hair loss, genital bleeding, abdominal pain",reporter information, date of insertion and date of removal, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test." The patient's medical history included tubal ligation in 2004. Concurrent conditions included obesity, right lower quadrant pain, pelvic mass, pelvic adhesions, uterus enlarged, endometriosis, fracture bone and abdominal pain. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems/needs 2 root canals"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy robotic-assisted (uterus and cervix removed),bilateral salpingectomy laparoscopy and need 2 rooth canal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, alopecia, abdominal pain, weight decreased and weight increased had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 235 lbs. Discrepancy noted in insertion date- (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: new pfs received- new event plaintiff did not undergo this test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.